Event description:
Physician reported that upon removal of plug, three weeks after insertion, the flange broke off in the forceps and the remainder of the plug had been extracted by cutting down over canaliculus under local anesthetic. Physician reported that the pt did well following reconstruction of the canaliculus with stent for six weeks.